Manufacturer narrative:
Date received by manufacturer: 19sep2019. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. Customer has refused service. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit alarming. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.